Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the device event log/alarm history found no related repairs associated with the reported failure mode. The device was visually inspected, and functional testing was performed. The allegation made by the complainant was confirmed. The cause of the reported issue was determined to be a defective/non-functional air detector, which was resolved by replacing the air detector. The service history review identified no indication that the complaint was related to a service of the device within the review period. Upon successful completion of all evaluation activities, including functional and accuracy testing, the device will be returned to the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was air in the tubulure and it was impossible to start. There was no patient involvement.